Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed the drawer from the station and found that one of the screws on the latch mount was cracked, causing the drawer not to sense as closed and removed the broken screw and replaced it with a new one and then returned the drawer to the station, powered the station down, plugged the drawer back in, and powered the station back on and performed hardware testing application and launched the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed to stay closed in station ubc-4hc. Customer tried to recover the drawer; the drawer did not pop open and therefore could not be closed, attempts to reboot the pyxis to resolve the issue were unsuccessful. When the drawer was moved in a way that cleared the hardware issue icon, it immediately failed again during the inventory count of its contents. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.